Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for a follow-up in-clinic. The pacemaker failed to interrogate and the device was successfully explanted and replaced. The patient was in stable condition.